Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned intact with the helix retracted, and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement. During attempts to reposition the lead, the helix mechanism was unable to be extended. A different ra lead was successfully implanted. No adverse patient effects were reported. This lead was returned and analysis was completed. This report is updated with the product investigation results.